Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   The device was evaluated by olympus. The evaluation found that the allegation that the device was not working was confirmed when finding a charred fuse component on the ac power inlet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, the probable cause is that the phenomenon occurred due to the fact that fuse parts on the alternating current inlet were carbonizing.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Also, evaluation found a damaged front panel mouth, the olympus lamp life meter was at over 200 hours, the scope socket had poor connection and the following components were missing: hexagon wrench on the lamp door, main lamp, lamp heat sinks, three lamp bolts, and 3 lamp washers. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source was not working and had been out of service. The issue was found during preparation for use prior to a diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a charred fuse component on the ac power inlet. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.